Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. See manufacturer report number 2032227-2015-25780.

Event description:
The customer reported via phone call that she had about 7 sets around (B)(6) of 2014 that she was not able to get push insulin put of the reservoir during manual prime and the insulin pump would alarm no delivery. Customer stated the alarm was resolved by a reservoir change. Blood glucose value is unknown. The reservoirs would be replaced and returned for analysis.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.